Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A new mitraclip was successfully implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line. It was reported that the index mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip was implanted at the a2/p2 location, successfully reducing mr to 1. On an unknown date, the patient returned with an increase in mr to 4. Per physician, the increased mr was unrelated to the device and was related to progression of disease due to heart failure. On (B)(6) 2019, a second mitraclip procedure was performed. It was decided to implant a mitraclip ntr lateral to the first clip in order stabilize the mr. During advancement, a floppy septum was noticed which resulted in losing height. The clip delivery system (cds) was advanced and maneuvers were made to steer down, however the mitraclip got caught in the chordae. Troubleshooting attempts were made and the clip was freed, upon which leaflet grasping was achieved with a fair mr reduction. During the deployment process, the gripper line was intentionally removed first, as resistance was felt with the lock line. It was noted that one side of the lock line was difficult to remove. Excessive force was applied in an attempt to remove the lock line, however the clip kept opening. The clip was successfully closed, device was torqued posteriorly, and placed in neutral but was unsuccessful. Troubleshooting was performed for five minutes; the lock line and the cds were successfully removed. The clip was not implanted. An increase in blood pressure was noted during the procedure, however, upon device removal the patient became stable.

Manufacturer narrative:
Internal file number: (B)(4). On the initial MDR, the adverse event box was inadvertently checked. This should not have been checked. Outcomes attributed to adverse event on the initial MDR : serious (important medical events) box was inadvertently checked. This should not have been checked. Evaluation summary: all available information was investigated, and the reported difficult to remove the lock line was confirmed during the returned device analysis due to the observed knot on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to operational context and the returned device analysis could not confirm the reported mechanical issue. Additionally, the lock lever shaft was noted to be broken. All available information was investigated and a definitive cause for the reported physical resistance and mechanical issue could not be determined in this case. However, the reported difficult to remove the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined in this incident. The reported patient effect of hypertension, as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complications associated with mitraclip procedures. The reported hypertension appears to be due to procedural circumstances. Additionally, the reported improper procedure appears to be due to the user error of not removing lock line prior to the removal of gripper line during clip deployment; however, this user error does not appear to have contributed to any reported events. Lastly, the lock line lever shaft was noted to be broken and may be related to a potential product quality issue. The issue is being addressed per internal operating procedures and abbott vascular will continue to trend the performance of these devices.